Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer was leaning against the counter at the time of the occlusion and thought that this was the cause of the alarm. However, as the customer was not receiving the alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be determined.